Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overdose. The patient was admitted to the ER due to being very difficult to arouse. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model#8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted:unk; personal therapy manager: model#8835 serial# (B)(4). (B)(4).